Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: low o2 alarming, o2cell calibration failed. No patient involvement.